Event description:
The complainant reported that the physician was performing a therapeutic radiofrequency ablation (rfa) of the liver on a male pt. The needle was deployed successfully in the target lesion and the procedure was successfully performed. The physician found it difficult to remove the needle upon completion of the procedure. The physician obtained a trocar needle to successfully capture the electrode needle. After removal of the needle the insulation was found to have peeled. The pt's condition subsequent to the event was reported as good, and there was no adverse affect to the pt as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event. The may 2007 15-month rf probes complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. .